Event description:
It was reported that during the surgery, could not fire. Changed another three to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 11/29/2023 d4: batch # unk investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with one ecr60b reload(b) and three gst60d reloads(c, d and e) present. The bailout door was removed. The reload(b) was received unfired, with 1 double driver missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged from the left proximal side. The reload(c) was received partially fired 1/2, the reload(d) was received partially fired 3/4, the reload(e) was received fully fired. After installing the bailout door, the device was tested for functionality in the straight position with both reload(c) and reload(d) by resetting them. For both reload, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history lot ==> na device history batch ==> na device history review ==> a manufacturing record evaluation was performed for the finished device batch number 446c23, and no non-conformances were identified.